Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature source of study performed between december 2020 and december 2024, a barbed suture was used to ligate the dorsal venous complex and to perform the vesicourethral anastomosis and closure. The vesicourethral anastomosis began posteriorly using the first barbed suture. A second barbed suture was used to complete the right side and both sutures are tied together at the 12 o¿clock position to ensure a watertight closure. There were 248 patients in the study and postoperative complications included: hematuria requiring catheter flushing and urine leaks with treatment not reported. Other complications not related to the device included: acute urinary retention, severe bladder spasms, urinary tract infections, ileus, wound infections, atrial fibrillation, lymphoceles, and deep vein thrombosis. Readmissions were also reported. Exploring the promise of robot-assisted single-port transvesical radicalprostatectomy: insights from intermediate-term follow-up: jihad kaouk, 2025, urologic oncology: seminars and original investigations 000 (2025) 1-8, https://doi.org/10.1016/j.urolonc.2025.08.015.

Manufacturer narrative:
D10 concomitant product: unknown vloc product, (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.